Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose while using the pump and had been using meal announcements to correct high glucose rather than for actual meals, leading to fluctuating glucose; education and troubleshooting were provided and additional training was arranged, and oral glucose was used for treatment. Symptoms included hypoglycemia with shaking or tremors and intermittent hyperglycemia, with hot flashes or flushing also noted. Outcomes included an unexpected medical intervention in the form of medication administration, specifically oral glucose and classification as a serious injury or illness. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified related to improper or incorrect procedure, and the user interface was involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.